Manufacturer narrative:
Event was reported to have occurred in (B)(6) of 2019. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an under infusion during therapy. The nurse hung a 500 ml bag of 1.5 gram vancomycin and ran as primary at a rate 250 of ml/hr. When infusion alarmed, infusion complete, approximately 200 ml remained in the bag. The volume to be infused was reprogramed until infusion complete. The intravenous bag was noted to have been removed from medication refrigerator just prior to being hung (fluid still chilled). The registered nurse stated the bag was hung at head height of at least 24 inches. There was no known patient injury or medical intervention associated with this event. No additional information is available.